Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and lot number - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent total hip arthroplasty in 1996. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to wear of the polyethylene acetabular liner. The acetabular liner was removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty in 1995. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to wear of the polythylene acetabular liner. The acetabular liner was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This report is a duplicate report of 1825034-2014-02168.